Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Attorney later alleges, patient "suffered physical and other injury as a result of the recalled lead" and "on or about (B) (6) 2007, (patient) experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead, model 6949 with a sprint fidelis lead, model 6931." Further alleges as a result of the lead, patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress and physical manifestations thereof, mental anguish, economic losses and other damages" and "suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective sprint fidelis lead removed or replaced."

Event description:
It was reported there were multiple inappropriate shocks delivered for non - physiologic sensing as documented by egm noise, short intervals, and an elevated ventricular short interval counter. Impedances on the ventricular lead have been measured at over 2000 ohms. No further patient complications have been reported as a result of this event.